Manufacturer narrative:
The reported complaint was confirmed based off information obtained by the clinical team. The user facility uses a rounded reservoir that can cause the mounting pads to couple/decouple and not adhere properly. The user has been notified about the need for a flat, dry surface to attach the sensors. During laboratory analysis, the product surveillance technician (pst) set up the level module, yellow level sensor and red level sensor and observed them to function as intended. There were no random alarms or alerts throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review, the issue occurred on (B)(6) 2021 but the log only goes back to (B)(6) 2021 and does not cover the issue date. The log was full of alert probe status changes from coupled to uncoupled which will cause a 'level not attached' alert when level detection is turned on. This also occurred with the alarm probe but most status changes are the alert probe.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021, the team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the medtronic rounded reservoir for the procedure. During the procedure, the system gave the perfusionist subsequent level not attached messages. The team tried to mitigate the issue by attached another set of level sensing pads. The clinical team spoke with the customer and discussed options on the reservoir placement of the pads and re-informed the team on how to use the gel pad. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per the manufacturer¿s sales representative, the perfusionist moved the sensors around but it did not help. The field service representative (fsr) was unable to verify the reported issue. The level sensors were observed to have an abundant amount of different ultrasonic gel on the pads. The perfusionist was instructed to not add different gel types to the level pads and to use the manufacturer recommended gel.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'level sensor not attached' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.